Event description:
It was reported that a balloon rupture and leak occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the balloon was burst and leaking gas upon unpacking. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile inspection identified no issues with the hypotube shaft and no shaft polymer extrusion kinks or damages. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material at the proximal edge of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an inflation unit to perform leakage testing. A pinhole was located in the balloon material at the proximal edge of the proximal markerband when inflating to rated burst pressure. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture and leak occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the balloon was burst and leaking gas upon unpacking. There were no complications reported, and the patient was stable post procedure.